Event description:
Pt went into asystole or severe bradycardia. Per pt and family, code status was changed prior to event to a chemical code only (no medications and external pacing at a rate of 70 & ma 60). Defibrillator utilized unsuccessfully. Exchanged with another defibrillator of the same brand from floor (pt was in ricu) which paced per md order. Pt's response was poor throughout code. Md spoke with son and changed status to dnr, stopped medications and pt expired. MFR's biomed contacted 12/18 and responded 12/19 to check the devices. All checked out fine so investigation continues into user error. Physician review of the case was conducted. All mds unable to determine if outcome would have been different if pacing had worked immediately.